Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 36:416 error code was not confirmed or reproduced by technical services. During the sample evaluation, a constant failure code 36:416:227:0000 occurred at power up prior to the pre-screen testing and is the determined problem. The cause of the reported condition was determined to be defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. A service history review revealed no previous service events were related to the reported condition.

Event description:
This is a report of a colleague infusion pump with a failure code 36:416. This condition has the potential to cause an interruption of delivery. The reported condition occurred upon power up in the general patient ward. There was no patient involvement, injury or medical intervention. This device utilizes user interface module master software version 5.09.90 categorized as remediated.